Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pnuematic interface module test is failing.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e1(name & email)e2,e3,e4,g2,g3,h6(clinical & impact)

Event description:
It was reported that during service performed by getinge the cardiosave intra-aortic balloon pump (iabp) pnuematic interface module test is failing. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pim assembly which contains the new safety disk and tidal disk. Functional tested without any further issue or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The removed safety disk and pim were returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. After performing the all manifold test, the fat observed that all tests had passed to factory specifications. The fat could not replicate the failure of the pneumatic interface test that the customer had experienced. The safety disk passed testing. The fat then installed the pim into the cardiosave test fixture and tested the pim to factory specifications per procedure and the cardiosave service manual. After performing the all manifold test, the fat observed that the pim passed all tests per factory specifcations. The fat could not replicate the failure that the customer experienced. The pim passed testing. Retaining the pim in the fat dept. Per procedure. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
N/a.